Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had leakage since (B)(6) and increased stim on (B)(6). She had leakage again on (B)(6) and increased stim on (B)(6). She increased stim the day after she had implanted per healthcare provider (hcp) recommendation. Patient indicated she has a follow up appointment with hcp on (B)(6) 2017. There were no further complications that have been reported as a result of this event.